Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the cause of the lead not entering the channel of the ins was not determined. The lead issue was simply noted during the replacement procedure. No patient symptoms or complications were reported in this event. This information was confirmed by physician/ account

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the patient's replacement one of the leads wouldn't go into the channel of the new ins. The second lead fit nicely in both channels and it was definitely the lead that had come out of the 8-15 channel that wouldn't go into the battery- the representative noted it was almost as if it was swollen. The representative didn't know which lead serial number it was. They had a 20 cm extension and were able to place the lead into the extension and the extension successfully went into the battery. All impedances were within the normal limit. They turned the stimulation on post-operatively and the patient reported that they had effective stimulation. No symptoms further complications reported.